Event description:
Initial result for a patient b12 was <30 pg/ml. When repeated, the result was 497.3 pg/ml. The incorrect result was not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.